Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. The report number is 0301190000-2020-8007. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the sponge detached and clogged the scope channel. A water soluble lubricant was applied to the rx locking device biopsy cap prior to use. The procedure was completed using another endoscope and with another rx locking device biopsy cap. Reportedly, the sponge was removed during scope cleaning by continuous flushing. There were no patient complications reported as a result of this event.